Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that these issues were consistent with age (non-failure), component wear and improper cleaning/care. The assignable root causes were determined to be due to worn components from normal use over time and improper cleaning methods. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the quick coupling device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device did not secure the 0.6mm test pin. It was further determined that the device ran rough, had an unusual vibration, and emitted a grinding noise. It was determined that there was corrosion on the internal components and the clamps were worn. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.